Manufacturer narrative:
One catheter was received with attached monoject 1.5cc limited volume syringe the balloon inflated, but failed to maintain inflation due to leakage. Interlumen leakage was found to be in the backform between the inflation lumen and p.a. Distal lumen. The proximal injectate lumen was patent without any leakage or occlusion. There was no visible damage observed from the balloon latex, the catheter body or the returned monoject 1.5cc limited volume syringe. The report of balloon issue was confirmed and related to be the manufacturing process. An investigation was opened to determine the cause of the complaint and implement any necessary actions. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon was broken during use. There were no patient complications.